Event description:
It was reported an unknown death occurred. A left atrial appendage (laa) closure procedure was performed. The morning of the procedure, the patient's international normalized ratio (inr) was 5. They waited a little bit and rechecked the inr right before the procedure and it was 2.9. A 30mm watchman laa closure device was successfully implanted. The patient was discharged home the following day on 1mg of coumadin. Three days post procedure, the patient passed away at home. No additional information is available at this time.